Manufacturer narrative:
Additional information related to hospitalization has been received which was not available in the initial report. Updated information has been provided with report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020 with blood glucose in the 800 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis caused by infection on his body. Customer's current blood glucose was 259 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Date of hospitalization was unknown. Blood glucose at the time of event was unknown. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.